Manufacturer narrative:
(B)(4). The carefusion field service tech evaluated the ventilator and replaced the gas delivery engine to fix the reported issue. Ventilator operates according to specs.

Event description:
The customer reported that while in pt use the ventilator was alarming vent inop. The pt was removed from the ventilator and was placed on another ventilator and there was no harm to the pt.